Event description:
Boston scientific received information that during a routine follow-up visit, interrogation revealed a yellow alert for this right ventricular (rv) lead that the lead safety switch triggered. The patient previously experienced pectoral muscle stimulation as a result of the unipolar pacing from the lead configuration change. The threshold measurements were tested in both unipolar and bipolar configuration with a resulting value of 1.7v. The lead was reprogrammed for pacing and sensing in bipolar with a maximum output of 6.5v to alleviate the pocket stimulation. Approximately three weeks later, this lead was surgically abandoned and replaced due to suspected subclavian crush. No additional adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.